Event description:
It was reported that the patient's pulse generator was protruding from the pocket and the wound exhibited near dehiscence. The patient's device was removed and replaced with a smaller device. The patient was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.